Event description:
Olympus received a medwatch form, which stated "event description: upon insertion of the resectoscope into the bladder, it was noticed by the doctor performing the current procedure that a small tip of a resectoscope sheath was in the bladder. The tip was identified as a retained foreign body and was believed to be from a previous procedure. The tip was removed from the bladder during the current procedure without complications. When the resectoscope in question was next set to be used, it was noted that a tip of the sheath was missing from the device in question. The tip was removed from the pt's bladder was matched to the resectoscope sheath. This confirmed that the tip had broken off during the procedure at issue, and was not from a previous procedure as initially thought".

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval and service due to the user's report of "part of inner sheath broke off". The eval confirmed that the ceramic insulation at the distal end broke off and was missing from the sheath. Further inspection of the sheath noted that a portion of the ceramic insulation was cracked. The reported phenomenon was attributed to physical damage.